Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system will run through the 3d exposure sequences without actually exposing. No patient was present at the time of the event.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the imaging system and could not confirm the reported issue. After reviewing the logs the rep saw that there was a software glitch with the system but once the system was restarted the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system will run through the 3d exposure sequences without actually exposing. No patient was present at the time of the event.